Manufacturer narrative:
(B)(4). Date sent: 2/5/2024. D4: batch #246c93. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ntlc75 device was returned with no apparent damage and with 22 sterile sr75 reloads present. 13 reloads were randomly selected for functional test and they were received sterile, unfired. The device and returned reloads were tested for functionality and it fired, cut and formed the staples as intended. The staple line and the cut line were complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 246c93, and no non-conformances related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: could you please confirm the number of reloads involved? Did all 25 reloads present a malfunction during use? If yes, please provide more details if not, please provide more details answer: no more information is available.

Event description:
It was reported that during an unknown procedure the tissue was not cut well, and the staple b-shape was not completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/14/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please confirm the number of reloads involved? 2. Did all 25 reloads present a malfunction during use? If yes, please provide more details. 3. If not, please provide more details. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.